Event description:
It was reported by the affiliate that the (1) mcm20 and the (1) "ems" were used during a hernia repair procedure. It was reported that the staples and clips would not deliver (feed). The case was completed with another instrument and there was no consequence to the pt.